Event description:
It was reported by the rep that the device was used in a laparoscopic bariatric procedure. It was reported the device opened and misfired on the first firing. Surgeon has experience using product. Misfire was on first firing only. A new product was opened and no subsequent problems occurred. Rep states the surgeon routinely oversews staple lines and that is how this issue was resolved; the proximal end of the staple line formed normally, the distal end was only partially formed. There was no consequence to the pt.